Manufacturer narrative:
On 6/17/2018, it was reported to mentor that the blind device received in product evaluation lab with no complaint information attached and could not be associated with an existing complaint. Device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. Brown material was observed within device. Device appears with two rents measuring rent a- 0.3 cm and rent b- 1 cm on the anterior aspect. No other anomalies were observed. A root cause of the failure could not be determined. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Blind device received in product evaluation lab with no complaint information attached and could not be associated with an existing complaint. Device appears with two rents measuring rent a- 0.3 cm and rent b- 1 cm on the anterior aspect. No other anomalies were observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, lot 6519613. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, saline mentor smooth round moderate profile 325cc breast implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient. This medwatch report is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record ( DHR) of lot number 5604620 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).